Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the admin port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 01/07/2025 and 01/08/2025. H11: seven (07) actual devices and three (03) companion samples were received for evaluation. Visual inspection of returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing of actual and companion samples identified leakage at the administration spike port bonding area in 6 of 7 actual samples. No leakage was observed in the companion samples. The reported condition was confirmed only in the 6 actual samples. The cause of the condition could not be determined. However, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.